Event description:
It was reported that the stent foreshortened and an additional stent was needed to treat the rest of the lesion. A 7x120, 130 cm eluvia drug-eluting vascular stent system was selected for a patient procedure to stent arterial stenosis in the distal superficial femoral artery. The mildly tortuous lesion was accessed ipsilaterally. During deployment of the eluvia stent, the distal end of the stent experienced an abnormal and significant amount of foreshortening causing the physician to miss the distal end of his stenosis and target of where his stent needed to land to cover the lesion. Ivus was used beforehand to check for adequate sizing and pathology and deployment was done in a normal standard fashion. Another eluvia 7mm x 40mm stent was used to complete the procedure and treat the rest of the stenosed lesion. No patient complications were reported.